Manufacturer narrative:
The reported event of tip heating up was not duplicated and no failures were confirmed as the product for this investigation as the product was not available for evaluation. Based on a review of the manufacturer's instructions for use, loss of irrigation to the tip can cause or contribute to heat. The customer stated the irrigation was clamped when the tip heated up melting the tip cover, which is consistent with the manufacturer instructions for use.

Event description:
It was reported that the universal handpiece heated up during testing and melted the plastic caps. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the universal handpiece heated up during testing and melted the plastic caps. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. (B)(4): not received by manufacturer.